Manufacturer narrative:
Patient ID and weight were not available when requested. On june 1, 2016: the ps1 power supply 5v voltage of generator control board was checked by a medtronic representative. Voltage was found to be 4,98 v dc. The voltage was adjusted to 5,15 vdc (according to feedback from tech support). System functions were checked and system was fully functional. No further subsequent issues reported. Issue resolved with ps1 power supply voltage adjustment.

Event description:
On (B)(6) 2016, during a spinal disc resection l3-l4, the o-arm would not emit flouro when the button was pressed. After a reboot the system worked correctly again. The procedure was completed successfully with use of the o-arm in less than an hour (40 min). No patient harm occurred. This issue was a recurrence of the issue reported in 1723170-2017-01129, the day after the ps1 power supply had been replaced.